Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the sensor connector to have bent pins. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was broken. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on 22-mar-2019, the circuit was set up without issue, and flow was able to be read accordingly prior to the initiation of cpb. It was noticed during the procedure that the flow values were disappearing and reappearing intermittently. The perfusionist stated he used an external flow meter and was able to read the information on that device the remainder of the procedure. His revolutions per minute (rpms) and flow was sufficient for the entire case and he was not concerned. The incident did not delay the continuation of the surgical procedure. There was no blood loss or harm during the procedure. After the procedure, they were troubleshooting and noticed that there was a bent pin on the flow sensor that attaches to the flow module.